Manufacturer narrative:
Patient demographics (date of birth, gender, weight) were requested, but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Device history record revealed nothing relevant to this event. The device was received and an evaluation was conducted. The complaint was confirmed. The evaluation revealed metal gouging found at the proximal end of the cutting window on the inner shaft. This is typically caused when the user applies excessive bending/leveraging force on the device during use or from user mechanical damage to device such as hitting the device with another device or grinding against a hard surface. This is the first complaint of this type for this part/lot number combination. The potential causes of this event are being communicated to the event reporter.

Event description:
It was reported that the shaver blade was spitting metal shavings into the joint. Switched to another blade to complete the case. Metal shavings remain unretrieved in the patient.